Event description:
Customer sent a repair request reported with an issue of no image appears. The issue found during an unknown event. There was no patient harm, no user injury reported due to the event.

Manufacturer narrative:
The subject device was received and evaluated. Device inspection and evaluation found the image did not appear , issue was reproduced. In addition, the connector part electrical contact found with corrosion. Investigation is ongoing. This report will be supplemented accordingly following investigation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the charged coupled device (ccd) contributed to the users complaint of no image however, the cause of the ccd failure could not be determined. Olympus will continue to monitor field performance for this device.